Event description:
Reportedly, the instrument did not place properly formed staples across the renal artery and bleeding resulted. Therefore, the surgeon decided to convert the procedure to an open surgery to maintain hemostasis, stablize the pt, and complete the case without further incident. Procedure: donor nephrectomy. Pt status: discharged.